Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that less than 100 ml clear fluid leaked, from the blood sampling valve (bsv) of the lh 500 instrument, during cycling. The leak was contained within the unit. The operator discontinued use of the instrument and requested service. The operator stated that service had been in earlier that day to address a similar leak and the white blood cell (wbc) background failing. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) returned and found clear fluid, with no evidence of blood, leaking from between the bsv pads. Fse noted that the fluid was leaking in drops with no spray. Fse replaced the bsv and the leakage was diminished, however, there was still a small drop left at the end of startup cycle. Fse replaced the bsv actuator and no leakage was observed after replacement. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications.